Event description:
It was reported that the implant at tooth site #20 was removed due to medical infection. Patient presents with swelling, tenderness, redness, and soreness (discomfort). Symptoms also include pain and inflammation.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) numbers: k113753, k112160. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data. It was reported incorrectly on 0002023141-2022-1779-1. Corrected data: the date returned to manufacturer was updated to june 30, 2022.

Event description:
No additional event information was received at the time of this report.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
H6: type of investigation codes were updated: 3331. H10: narrative/data was updated. DHR review was completed for the subject lot number 63529073. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record op# 300 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 63529073 for similar events and 1 other relevant complaint(s) was/were identified. A definitive root cause could not be identified. However, investigation identified that the probable cause for the reported event includes customer error in device and package handling, improper restorative seating, external shipping damage to the sterile packaging, and possible external factors. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.